Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-06372. It was reported an sjm representative met with the patient for reprogramming of her scs system. During the session the patient stated that one night she experienced a sudden surge in stimulation that lifted her off the bed. The patient also stated the issue has not recurred. A system diagnostic did not reveal any abnormalities. The system was reprogrammed and coverage for all pain areas was captured without any issues.